Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3560019, product type: accessory. Product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was not sure how to use the controller and how it works, answered their questions. Patient had a complaint about the belt, was irritating them and it was rolling up on their. Representative mentioned this when adding a note "I don't believe the left lead is usable. " patient stated that yesterday after increasing stim to 7.0 her stomach began to feel queasy. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The other applicable components are: product ID 3560019 lot# unknown product type: accessory, product ID: 3057, lot# unknown, product type: screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead worked when the trial was placed, but required higher amplitude when attached to the external neurostimulator (ens). The patient had clinical improvement with the trial despite this. The stomach issue and left lead resolved.